Manufacturer narrative:
Date of event: used (B)(6) 2019 as the medwatch date of event was reported as (B)(6) 2019.

Event description:
It was reported that balloon rupture and balloon detachment occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst and the shaft broke. The balloon was snared and partially removed with a tiny tip of the balloon retained. There was no patient harm.